Manufacturer narrative:
Other, other text: the device was returned for analysis with both tamper seals removed/broken. The bottom case is cracked by l-bracket, and the right plunger case. Is cracked. The pump is over 16 years old. The force sensor was checked and tested. Cannot duplicate any force sensor error. Force sensor values were within specifications. Unable to determine what or who caused the reported problem; found no damage to force sensor. Replaced force sensor and plunger cable as a preventative measure. Performed power up process, occlusion test, preventative maintenance and all functional tests which passed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
Information was received indicating that a smiths medical medfusion exhibited force sensor bridge. No adverse effects were reported.